Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft with xpedient delivery system was inserted into a patient for the endovascular treatment of an abdominal aortic aneurysm in 2003. It was reported that the aneurysm measured 5.4 cm. Both iliac arteries measured 7 mm to 9 mm and were slightly tortuous and moderately calcified. Arteriogram demonstrated good flow through both iliac arteries with no obvious stenotic area. The delivery system was advanced over a .035" amplatz guidewire. The delivery catheter kinked and was removed from the patient. A 20f dilator and a 22f dilator were advanced and the wire was swapped for a .035" lunderquist guidewire. Another 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft was advanced and kinked. The delivery system was removed and the femoral access points were closed. Both delivery systems kinked at a natural curve in the iliac artery. It was reported that the patient was a good candidate for surgical repair and a procedure would be scheduled for a later date. It was reported that the patient was successfully treated by open surgical repair and is doing well. Medtronic ave has received the returned device and its evaluation has been completed. The device was received with the stent graft loaded. A multi-plane kink is present at the proximal end of the graft cover. As received, the device was kinked just distal to the stent graft. Based on the investigation performed, the curve in the patient's iliac artery most likely caused the access difficulty and device kinking during insertion.